Manufacturer narrative:
(B)(4). Concomitant medical products: znn tibial nail catalog 47249538009 lot 63590604; 5.0 mm diameter cortical screw catalog 47248403250 lot 63691508; 5.0 mm diameter cortical screw catalog 47248404550 lot 63748493. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01376, 0001822565-2019-01378, 0001822565-2019-01379. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the user facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent removal of a femoral nail due to pain approximately 18 months post implantation. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed as no product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.